Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii, both sides are "not soft" and that the right side "sits up higher". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture, baker grade iii, both sides are "not soft" and that the right side "sits up higher". This record is for the right side. Device remains implanted.